Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device extensively and was unable to reproduce the reported issue. Functional verification testing was successfully completed and the device was returned to service. As the issue could not be reproduced, a root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the s5 bubble detector gave repeated false alarms and triggered multiple pump stops during a procedure. The procedure was completed with a spare sensor. There was no patient injury.